Manufacturer narrative:
Testing and investigation found that there was corrosion on the negative battery contact, on the middle printed circuit board, and the battery door. The probable cause of the corrosion was due to leakage from the disposable aa batteries. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device battery was noted to be corroded. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.